Event description:
It was reported that during an implant attempt, the lead was undersensing and the threshold was unstable. The lead position was changed several times, but the issues persisted. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.